Manufacturer narrative:
Device evaluation update. A review of the provided logs revealed a cfb entry on (B)(6)2024 at 14:44:59 (device time) while the ventilator was in use. The logs confirmed that although the screen went blank, the ventilator remained operational and continued to provide ventilation. As a precautionary measure, technical service advised the customer to replace the mainboard as a precaution to the observed cfb entry error. A field service engineer (fse) visited the customer facility, replaced the mainboard, performed all necessary calibrations, and reinstalled the device options and configurations. The unit has been updated in ivista and is now ready for patient use.

Event description:
Additional information received indicates that a field service engineer (fse) visited the customer facility, replaced the mainboard, performed all necessary calibrations, and reinstalled the device options and configurations. The unit has been updated in ivista and is now ready for patient use.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device shutting down while on a patient. The users reported the screen went black and it is uncertain if the device stopped ventilating. No patient harm was reported and the patient was transferred to a different vent. They performed a hard reset and the device powered on as expected.